Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a PICC implanted on (B)(6) 2021. On (B)(6) 2021, leakage occurred, and the catheter damage was found. Therefore, the device was removed from the patient¿s body. There was no reported patient injury.